Manufacturer narrative:
The smiths medical pump was returned in good physical condition and there was evidence in the event log of error code (B)(6). The pump was unable to power up and continued to alarm with error code (B)(6) due to the error code, the customer's complaint could not be verified. The error code was ultimately found to be a faulty microprocessor board. The original complaint could not be confirmed.

Manufacturer narrative:
Additional information was received indicating that the pump was in use with a patient when the issue occurred. Per reporter there was no patient injury or adverse effects and the pump was subsequently replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump got an error "delivery too slow". There was no reported adverse event.